Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received excessive unexpected restart alarms. It was reported that insulin pump was not stored for an extended period of time. Customer's blood glucose was 101 mg/dl. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump passed functional testing including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected restart alarm noted. No damage was found on the interface board noted. The insulin pump had cracked case at the display window corners, battery tube threads, belt clip slot, minor scratched and cracked display window.